Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed incoming functionality testing. The white pulse wire in the trunk cable was open. The trunk cable showed sings of physical abuse. The root cause for the open wire could not be positively identified but was likely excessive force on the connector. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies